Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from (B)(6) bgm system to the results from a competitor's bgm system. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is comparing her meter with the hospital's meter. She ran a blood glucose test with her meter on (B)(6) 2015 and it read 102mg/dl and the hospital's meter read 138mg/dl. I advised customer to not compare the hospital meter with her home glucose meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer's expected fasting blood glucose test result range is 80140mg/dl. Customer keeps her meter in her purse all day long. I advised her to not store strips in the purse because of hight humidity. She was not able to run a control test on the meter because she was on the road. The meter memory was reviewed for previous test result history (date / time not set): 111mg/dl (B)(6) 2015 01:47:00 pm fasting:yes; 110mg/dl (B)(6) 2015 12:57:00 pm fasting:yes; 149mg/dl (B)(6) 2015 08:59:00 am fasting:yes; 83mg/dl (B)(6) 2015 11:14:00 pm fasting:yes; 102mg/dl (B)(6) 2015 08:36:00 pm fasting:yes. Customers concern: with all the 102mg/dl.